Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had experienced pain in the chest from the procedure. Boston scientific technical services (ts) referred the patient to the clinic. As of this time, this crt-d remains in service. No adverse patient effects were reported.